Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported upon the physician attempting to insert the sheath during a lower extremity angiogram, the distal end of the sheath accordioned the sheath would not advance into the patient's groin. The physician used a competitor's sheath off of their shelf. There were no reported adverse consequences to the patient. The image of the returned device, the damaged tip appears to have a sharp edge.